Event description:
Patient reported an unspecified amount of time after injection with "juvederm," the patient now has a paralyzed left "smile/lip" and the patient indicates that it "looks like they had a stroke." Patient stated they had an MRI, emg, and "nerve conduction study" performed and the "neuro" doctor confirmed permanent paralysis.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of paralyzed left "smile/lip" and looking like one had "a stroke" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.